Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion went onsite and replaced the ddi pcb. Calibrated the vent and verified performance checks. All is ok now. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 20/14. The customer called and reported that the unit stopped oscillating while running on a patient. He said that there was no patient harm and they swapped the unit out and it alarmed correctly.

Manufacturer narrative:
(B)(4). Results of investigation: the ddi (driver display indicator) board was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The issue was isolated to a defective integrated chip.